Manufacturer narrative:
Manufacturers ref# (B)(4). This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Device is unknown but referred to as a cook celect filter. Investigation is still in progress.

Event description:
Description of event according to initial reporter: it is alleged that [pt] received a cook celect filter on (B)(6) 2011. [Pt] has suffered serious injury as a result og the implantation of the cook celect filter. Specifically, the filter has perforated ivc with seven prongs with the furthest being over ten millimeters outside the vessel. In addition, a prong has perforated her bowel. [Pt] is at risk for future progressive perforations by the cook celect filter which could further injure adjacent organs, blood vessels, and structures, as well as fracturing of the ivc filter and migration of the cook celect filter or pieces thereof. [Pt] faces numerous health risks, including the risk of death. [Pt] will require ongoing medical care and monitoring for the rest of her life. It is unknown if the filter can be retrieved by any means other than an open surgical procedure. Patient outcome: it is alleged that " [pt] has suffered serious injury as a result og the implantation of the cook celect filter. Patient will require ongoing medical care and monitoring for the rest of her life".